Event description:
Reporter indicated that patient has lost 60 pounds in the last year and a half. The weight loss concerned the patient, so the patient requested that the device be programmed to off. Attempts to obtain additional information have been unsuccessful. Reporter was contacted for additional information via telephone on three occasions with no response.